Event description:
It was reported that the implantable neurostimulator and extension were removed due to an infection that developed around the left generator site. The manufacturer's device registry indicated the lead was also explanted at that time. The patient was reimplanted with a new stimulation system in (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Extension model 37085-40 serial# (B)(4) implanted (B)(6) 2010 explanted (B)(6) 2011; extension model 37085-40 serial# (B)(4) implanted (B)(6) 2010 explanted (B)(6) 2011; lead model 3389s-28 lot# v199559 implanted (B)(6) 2010 explanted (B)(6) 2011; lead model 3389s-28 lot# v199559 implanted (B)(6) 2010 explanted (B)(6) 2011.